Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the collet/shaft of a torque limiting handle broke during surgery. An alternative handle was used to complete the procedure. There were no reports of patient impact associated with this event.

Manufacturer narrative:
The returned torque wrench was examined. The shaft was confirmed to have fractured. No internal component failures were found upon disassembly of the device. However, the fracture prevented the torque output from being tested and the cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.